Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the patient underwent a right hip revision surgery of competitor devices, due to hip pain on (B)(6) 2008 where a bhr acetabular cup, modular sleeve, and hemi head were implanted. After the revision surgery, the patient started to present symptoms of pain, osteolysis and mildly elevated metal ions. These adverse events were decided to be treated with another revision surgery performed on (B)(6) 2023. During the procedure, a dark metal stained pseudocapsule was noticed, with evidence of trunnionosis. The patient was then transferred to their bed in stable condition having tolerated the procedure well.

Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to pain, osteolysis and mildly elevated metal ions. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The bhr surgical technique (01/07 4567-0103) warnings and contraindications notes, ¿do not use any component of the bhr system with another manufacturer¿s implant components, because designs and tolerances may be incompatible.¿ the reported pain, elevated metal ions, dark metal stained pseudocapsule and trunnionosis may be consistent with metal debris: however, the clinical root cause cannot be confirmed. The mixed manufacturer implants cannot be ruled out as a contributing factor to the reported events. The patient impact beyond the revision cannot be determined with the provided information. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Additional information: d10 corrected data: e1 (initial reporter's name), e2, g2.